Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she is unable to get her blood glucose readings to send to her insulin pump. The customer's blood glucose at the time of incident was 11mmol/l. The customer stated that a few weeks ago she would receive the communication errors, and that she does not know when or how they occurred. Troubleshooting was initiated for the communication errors and the issue was resolved. No products were returned, replaced or shipped.